Event description:
It was reported that a patient had an issue with their device due to a piece of transvaginal mesh that was left in. Once the patient¿s health care provider (hcp) took it out, the therapy worked much better. No specific product problem or signs and symptoms were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).